Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
After finishing femoral cuts using the 4 in 1 cutting block dr (B)(6). Removed the block and noticed 1 of the pins from the block remained in the femur. The surgeon used a pair of vice grips to remove the pin and continued the procedure without further issues.

Manufacturer narrative:
An event regarding damage involving a triathlon guide was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 06 other events for the lot referenced. Conclusions: the event could not be confirmed as the device was not returned for evaluation. Investigations for similar events have concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block is caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
After finishing femoral cuts using the 4 in 1 cutting block, dr (B)(6) removed the block and noticed 1 of the pins from the block remained in the femur. The surgeon used a pair of vice grips to remove the pin and continued the procedure without further issues.